Event description:
The medics were attempting to resuscitate patient in cardiac arrest but, after several shocks, the device failed to charge energy. Medics responded to a call for a patient in cardiac arrest and upon arrival attached the device and initiated an analysis sequence. The device analyzed a heart-rhythm consistent with ventricular-fibrillation and returned a "shock advised" determination. The medics administered a 120 joule shock to the patient and converted the heart-rhythm to asystole. The device immediately re-analyzed the patient's heart-rhythm and appropriately returned a "no shock advised" determination. The medics began performing CPR and the patient's heart rhythm converted to fine ventricular-fibrillation. The medics then initiated an analysis of the patient and received a "shock advised" determination. The medics administered a 150 joule shock to the patient and converted the heart-rhythm to asystole. A re-analysis of the patient correctly returned a "no shock advised" prompt. The medics continued CPR and the patient's heart-rhythm again converted to what appeared to be fine ventricular-fibrillation. The medics initiated a fifth analysis of the patient and received a "shock advised" determination. The medics then administered a 200 joule shock to the patient. Upon the discharge of energy, a loud noise was emitted from the device and an error message was briefly displayed. The medics were attentive to the patient's critical status and could not recall the exact message. The patient's heart-rhythm did however, again convert to asystole and the device was able to perform a sixth analysis of the patient and appropriately returned a "no shock advised" message. The medics continued CPR and the patient's heart-rhythm again returned to a fine v-fib. An analysis was initiated and a "shock advised" message was returned however, the device would not charge energy and again momentarily displayed an error message that was not written down. The medic stated that, at that time, they entered manual-mode operations and attempted to manually charge the device based on the 'shock advisory' indication from the device but, the device did not respond. The device continued to display the detected patient heart-rhythm and the medics continued CPR and attending to the patient according to the displayed ECG signal. A second paramedic crew responding to the call arrived on scene with a second device which was obtained and attached to the patient. The device was charged and the patient was defibrillated with a 200 joule shock. The patient's heart-rhythm converted to asystole and a re-analysis of the patient returned a "no shock advised" determination. The medics then began transport of the patient while maintaining CPR therapy. Unfortunately, upon arrival at the hospital, the patient had expired and was pronounced. The complainant stated that, although the device failure occurred during patient treatment, they do not believe the patient's death was as a result of the device malfunction. They indicated that the patient was consistently changing from ventricular fibrillation to asystole and never displayed a life-sustaining heart-rhythm.